Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a balloon dilatation catheter encountered resistance when advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. In this case, because the wire was returned frozen inside of the catheter, it cannot be determined what contributed to the interaction. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the armada 14 was prepared prior to loading attempt. The ht command es guidewire was already in the patient when the armada 14 was attempted to be back loaded on to the ht command es guidewire, but a lot of resistance was met while loading until the armada became stuck on the ht command es guidewire. There was no resistance during removal of the guidewire from the patient anatomy. There were no reported adverse patient effects. Another armada 14 (40 length) was able to load on to a new guidewire. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device (armada) referenced in b5 is filed under a separate medwatch report number.